Manufacturer narrative:
(B)(4). Date sent: 2/10/2021. D4: batch#: m55u51. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60g reload was returned with no apparent damage and the tyvek was returned along with the reload.  Upon visual inspection, the tyvek was noted to be without apparent damage and was completely seal. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Event could not be confirmed as no tyvek damaged was noted. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch #:unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, before used on the patient, noted that the sterile packing was not completely sealed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.